Event description:
It was reported that, "the im rod was stuck in the femoral canal so the doctor used a mallet to try and slap the rod out of the femur. When that didn't work he tried twisting the rod in the femur and the t-handle snapped and broke off. We attached a universal adapter from the set and put it on power and was able to remove the rod."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.